Event description:
Device 3 of 7. Reference MFR. Reports: 1627487-2013-17317, 1627487-2013-17318, 1627487-2013-17320, 1627487-2013-17321, 1627487-2013-17322 & 1627487-2013-17323. It was reported the pt's scs leads were explanted and replaced due to high impedance values, ineffective stimulation and the leads protruding through the pt's skin. It was also reported the pt's scs ipg was explanted and replaced due to increased recharge burden. The pt is now receiving effective stimulation with the surgical intervention. All possible lots for the scs leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.